Manufacturer narrative:
(B)(4) service representative evaluated the system. Corrections included replacement of the system's hard drives and power adapter cables. The system was tested to factory's specifications. It functioned normally and was returned to use.

Event description:
Customer reported an issue with the panorama central station's display which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.